Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the applicator to her adc freestyle libre sensor did not work, noting the needle was broken so it could not be inserted. She further reported that on (B)(6) 2018 due to this she was taken to the hospital where she was diagnosed with dka (diabetic ketoacidosis). Customer was treated with intravenous fluids and potassium. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor, sensor applicator and sensor pack was returned and investigated and a new issue was observed. The sensor pack was inspected and the lid of the sensor pack had been completely peeled back. The sensor and sensor sharp were transferred out of the pack and no issues were observed. The returned applicator still contained the sensor patch and sheath. The sheath was locked in place. The reported sensor was also visually inspected and the sensor plug assembly was not transferred and was not seated. Extended investigation has been completed. The extended investigation of the returned product has determined that the sensor was improperly assembled by the user. The complaint is not confirmed to a use issue.

Event description:
Customer reported the applicator to her adc freestyle libre sensor did not work, noting the needle was broken so it could not be inserted. She further reported that on (B)(6) 2018 due to this she was taken to the hospital where she was diagnosed with dka (diabetic ketoacidosis). Customer was treated with intravenous fluids and potassium. There was no report of death or permanent injury associated with this event.